Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: h6: service history review: the actual device was not returned for evaluation; therefore, the reported condition was not confirmed. However, a service history review was performed which indicated that the device was serviced within the last year for a service condition that is not relevant to the current reported condition.

Event description:
It was reported that during an intracranial hematoma removal procedure it was discovered that the motor device could not be inserted while attaching the attachment device, and small silver marbles fell out of the attachment. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: d10: concomitant med products and therapy dates: motor device, (B)(6) 2024. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.